Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue.the investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a prostyle cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 12f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure. After the procedure, the device was checked and a broken foot was confirmed. An echo did not find the missing foot in the anatomy. The location of the foot is unknown. There was no reported adverse patient sequela or obstruction of flow to the leg. No additional information was provided.